Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) of 611 mg/dl and ketone level identified as dangerous (diabetic ketoacidosis). Bg was treated via insulin injection. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.